Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Two additional complaints were noted for devices sterilized under sterilization run (B)(4). However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to ensure that the chance of a non-sterile device is less than one in a million. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time. Additional, changed, and/or corrected data: a4, b5, d.6b, h6, h.11.

Event description:
Healthcare professional reported "infection", "right side had an exposure/protruding from the previous biopsy incision".

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. ¿ rupture and silicone migration: observed an opening assessed as fold flaw opening. ¿ cancer - breast: unable to observe as it is not related to the manufacturing process. ¿ calcification: not observed ¿ infection (unknown onset): unable to observe as it is not related to the manufacturing process. ¿ exposure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure crease, wear abrasion and non-penetrating nick was observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Patient reported right side "silicone leaking out of breast, hardened lumps in implant, lumps in lymph nodes, calcification, and feeling sick". Additionally, "possible inflammatory breast cancer" was reported and determined to be not device related. Healthcare professional confirmed rupture and reported "infection", "right side had an exposure/protruding from the previous biopsy incision". The device has been explanted.

Event description:
Patient reported right side "silicone leaking out of breast, hardened lumps in implant, lumps in lymph nodes, calcification, and feeling sick". Additionally, "possible inflammatory breast cancer" was reported and determined to be not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Additionally, healthcare professional confirmed infection and right side had an exposure/protruding from the previous biopsy incision. Healthcare professional additionally reported right side grossly ruptured with free silicone within the capsule.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.